Event description:
A several falsely elevated prothrombin times were obtained on a patient's samples. The results were reported to the physician. A sample was sent to a reference lab and lower results were obtained. The patient was treated with fresh frozen plasma. There was no report of adverse health consequences as a result of the falsely depressed fibrinogen result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated prothrombin time result was an inhibitor in the patient's sample. Mixing studies performed by the facility confirmed the presence of an inhibitor. The test is performing within specifications. No further evaluation of the device is required.